Manufacturer narrative:
(B)(4). A 510(k) number of similar product code of 826632: k914479. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a microsensor causes inaccurate readings and was revised.

Manufacturer narrative:
It was previously reported that the device would not be made available. Subsequently, the device was returned for evaluation. This report has been updated to reflect the corrected information. The device has been returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The sensor was returned for evaluation. A review of the manufacturing records for the component found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found excessive foreign material on the sensor area; this material is not part of the manufacturing process. The sensor was unable to be balanced due to this material. Once the material was cleaned off the sensor, the sensor was able to be balanced. The device failed a seven-day drift test - reading was 5.2 mmhg and should have been less than 5 mmhg in seven days. The device passed electronic, noise, and linearity/hysteresis tests. Based on their evaluation, the supplier was unable to confirm the reported issue. The supplier was unable to determine the cause of the seven-day drift test failure. It is possible that the foreign material absorbed into the "adhavie" on the sensor and likely contributed to the drift failure, although this could not be confirmed. Based on previous evaluations, this would have minimal effect on customer use. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records for the associated lot could be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.